Event description:
Patient revised for groin pain, found cup had little in-growth and was loose. It reportedly was mechanically stable but was easily removed with a bone tamp. Update: 11/08/11 - litigation papers received. They allege that patient also suffered from excessive levels of cobalt and chromium. Complaint was reopened to add femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.